Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. Approximately one month post implant a lead integrity alert was triggered for the right ventricular (rv) lead as there were high rate non-sustained episodes at or around the time of death. The cause of death has been requested and not received.